Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: phone.

Event description:
Customer reporting possible false negative sars/flu result. No confirmation testing or conflicting testing has been performed. Customer feels test is not working because they have not had 1 positive result using it with 6 patient samples.